Event description:
Received report of bleedback into tubing from PICC line. The report states "blood backup into tubing from PICC line. There was no injury or inconsequential injury or effect." Multiple unsuccessful attempts were made to obtain further information. Additional information, if available, will be submitted in a follow-up medwatch.